Event description:
Plaintiff alleges the development of a severe allergic reaction to latex from being exposed to latex gloves. She has suffered physical injuries, including chest pain and tightness, dyspnea, dermatitis, conjunctivitis, vesicular skin rash on hands, nasal inflammation, fatigue, weeping red eyes, hypotension, and other physical injuries, as well as great despair and loss of employment of life, all of which are of a permanent and continuing and life-threatening nature.